Manufacturer narrative:
(B)(4). The incident sample as well as involved generator have been requested but to date have not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a whipple procedure, an inadequate seal was performed and significant patient bleeding resulted. The device was activated twice over small vessels less than 7mm in size, and after cutting the seal approximately 1200cc's of blood loss occurred. Sutures were used to address the bleeding and hemostatic materials including gel foam were applied. The generator in use with the device was set at a strength of two bars, and it is unknown if an end tone occurred indicating a successful seal. Multiple prior successful seals had been performed during the case. Post-procedure the patient received a blood transfusion with 16 units of ffp and 3 units of platelets, and was transferred to the intensive care unit. The patient expired on the day following the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: 09/01/2016; date of follow-up report: 09/30/2016; date of second follow-up: 01/10/2017. A medwatch form for this issue has been submitted from the user facility under (B)(4), which was later corrected by the user facility as (B)(4).

Manufacturer narrative:
(B)(4). The ligasure device associated with this complaint was not returned, and a lot number was not available. Without the sample or lot number further investigation of this device could not be performed. Four possible generators used with the device were returned. The investigation of the returned equipment did not identify factors that would have caused or contributed to the reported event. Review of the device history records for each generator was performed, and no potentially contributing entries were found. No trend is associated with this issue, and the complaint could not be confirmed.